Event description:
Additional information received notes that the physician elected to implant the replacement insertable cardiac monitor (icm) on (B)(6) 2023. The patient was discharged following the procedure.

Event description:
It was reported that a patient's insertable cardiac monitor (icm) had come out of the patient's pocket. The patient condition was stable.